Event description:
It was reported to boston scientific corporation that following a successful pelvic floor repair procedure (date of procedure unknown) using an uphold vaginal support system, the patient presented with a one-centimeter mesh erosion on the [vaginal] anterior wall, just below the original horizontal incision line. The patient was reportedly asymptomatic. The physician noted that the patient 'was more active post-procedure." The patient was prescribed estrogen cream and is now reportedly "fine."

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.